Event description:
In the process of contacting the pt's physician to notify pt that the pt's device may be nearing end of service, it was discovered that the pt experienced an increase in seizures. The pt had reportedly fallen and broken their arm. It was reported that the pt's seizures were not being controlled by their medications and that prior to 2002, their seizures were under much better control with the vns therapy. The pt's generator was replaced 5 months later. Normal end of service is suspected; however, investigation to date has been unable to rule-out possible device malfunction as the cause of the event. Attempts to obtain add'l info have been unsuccessful to date.